Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for plunger rod broken and barrel broken on lot # 8155672. A review of the device history record was completed for batch# 8155672. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8155672. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe 1.0ml 29ga 1/2in bls 500 was damaged prior to use and failed to deliver insulin. The following information was provided by the initial reporter, translated from (B)(6) to english. Description of the event/incident: verbatim: ¿ on 2020-1-6, the nurse prepared to inject insulin into the patient, but did not open the package of the insulin syringe, and found that the syringe pin and syringe were broken. After that, the insulin syringe was replaced, and the suction went blocked. Nothing like this has ever happened before.